Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of perforation ('migration or perforation'). In a female patient who had essure inserted for female sterilisation. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (medical device removal). Essure was removed on (B)(6) 2019. At the time of the report, the perforation outcome was unknown. The reporter considered perforation to be related to essure. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jul-2020, quality-safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration or perforation/right essure device was perforated through the right cornua') in an adult female patient who had essure (batch no. R1316102) inserted for female sterilisation. The patient's medical history included adenomyosis and endometriosis. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic total hysterectomy, laparoscopic salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation outcome was unknown. The reporter considered uterine perforation to be related to essure. Batch no r1316102 production date 2013-06-13 expiration date 2014-06-30. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 2-oct-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration or perforation/right essure device was perforated through the right cornua') in an adult female patient who had essure (batch no. R1316102) inserted for female sterilisation. The patient's medical history included adenomyosis and endometriosis. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic total hysterectomy, laparoscopic salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation outcome was unknown. The reporter considered uterine perforation to be related to essure. Most recent follow-up information incorporated above includes: on 8-sep-2020: mr received : reporter added, lot number added, medical history added. Event perforation nos updated to uterine perforation. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration or perforation') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (medical device removal). Essure was removed on (B)(6) 2019. At the time of the report, the perforation outcome was unknown. The reporter considered perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-feb-2020: pif was received. Case became serious incident as previously reported event injury nos was replaced with event migration or perforation were added. Essure insertion and removal date updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.